Event description:
Event description guidant/cpi received information that due to oversensing and inappropriate shocks this endotak dsp lead is being removed from service. At the procedure the rate sensing portion of the endotak dsp lead was capped. The shocking portion remains active. The lead was separated from the pin at insulation/pin connector of rate sensing portion of lead.